Event description:
The customer reported on medwatch report #3330/950000-2000-0001 as follows: pt was state post cardiac cath, on the iabp 1:1 for hypotension, high lvedp. After approximately 1-1/2 hours of operation, the iabp alarm went off and was noted to display the message. "Blood in tubing. Iabp not filling." The balloon was not augmenting despite measures to check the system and pt. The iabp was ultimately disconnected and replaced with another unit.